Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were reprogrammed.

Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial reset was noted on the implantable pulse generator (ipg). High thresholds were noted on the right ventricular (rv) lead and intermittent atrial undersensing was noted on the right atrial (ra) lead on current electrograms (egm). The ipg and leads remain in use. No patient complications have been reported as a result of this event.